Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she faced an adhesive problem with her infusion set which led to high blood glucose level. Therefore, they tried to treat it with a bolus via the pump, but on (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 720 mg/dl and was diagnosed with diabetic ketoacidosis. Moreover, the infusion set had been used for three days. Further, the patient was admitted to mixed acuity dialysis unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Further, on (B)(6) 2023, the patient's infusion set fell off during use while bending in the bathroom and getting out of the car to stand. This issue occurred with six infusion sets due to which she experienced fatigue, felt anxious, nauseous and had foggy memory. Further, they replaced the infusion set and inserted a new infusion set to ensure the issue is resolved. No further information available.